Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 33.2-33.7cm and 52.7-53.0cm from the connector pin. Internal insulation abrasion was found at 54.2-54.9cm from the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that during device changeout for eri, it was observed that the capture thresholds and sensing values were out of range. The physician elected to explant and replace the lead during the procedure. No adverse events were reported.